Event description:
The following was reported by a davol sales representative: procedure was a lap ventral hernia repair. After placing implant into the patient, the surgeon pre-stitched (x3) the defect. He then used a suture passer to grasp the inflation tube to extract it from the abdomen. As he attempted to pass the inflation tube through the tissue in the area that he stitched, he felt resistance. He tried three times to pull it through, and then the inflation tube separated. He then used a grasper to grab the inflation tube and again tried to pull it free. He again met resistance and the tube separated again and a portion of the tube assembly became loose in the body space. The doctor converted to an open procedure to locate and remove the fragment. He then closed the patient and went back to the lap approach. When the abdomen was expanded a bowel leak was detected. He then re-opened the patient and repaired the bowel and closed. He removed the implant and used another non-bard/davol mesh to complete the hernia repair. It was confirmed that this was the surgeons' first use of the echo product.

Manufacturer narrative:
The user facility disposed of the sample and as such it could not be evaluated. As reported, this was the surgeon's first time using the echo positioning system. It was reported that he was trained on the process. It cannot be determined at this time if the pre-stitching of the defect, or some other anatomical condition may have caused or contributed to the area being resistant to the suture passer trying to pass the inflation tube through the abdomen. A review of the manufacturing records was conducted which included a review of the subassembly components and the review found there were no material or manufacturing discrepancies with the production lot. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted.